Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that there was a hole in the hose near the muffler, the red indicator was missing from the muffler (failed muffler assessment and visual assessment), and the rotations per minute (rpms) was below the operational specifications (failed rotational speed). During service/repair, it was observed that the vanes were worn out causing the device to run below the rpm specification. It was determined that the issues were consistent with normal use over time. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the hose of the motor device had a hole in it. During service and repair/pretest, it was observed that the rotations per minute (rpms) were below the operational specification (failed rotational speed). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.